Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to surgeon suspicion of a loose stem. Intra-operatively, the stem was not found to be loose. Patient was revised to a competitor stem and head with a stryker liner.